Manufacturer narrative:
The dialyzer was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed on both the blood and dialysate sides of the device with no leaks found. No failures were observed on the returned dialyzer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient died coincident with dialysis treatment using a revaclear 300 dialyzer. Blood was found on the floor and the reporter stated that some ¿hoses had been loose¿. After the event, a baxter technician inspected the patient's home. The technician identified that the patient had performed blood restitution and disconnected themselves prior to death. The reporter stated that an autopsy will be performed (results of autopsy not reported). No additional information is available.